Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26 due to an occlusion event. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump without requiring third-party assistance. The customer cleared the alarm and resumed insulin delivery.